Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm; cause was unknown. Elevated bg was addressed via a correction bolus. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. However, reportedly the customer is using insulin and cartridges beyond labeling (4-5 days). Customer was instructed to consult with their healthcare provider.